Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulty occurred. A 135/10 renegade hi flo kit was selected for use in the liver for a transcatheter arterial chemoembolization (tace). During the procedure, the microcatheter could not be used normally and could not be retracted from the hepatic duct. The procedure was completed with another of same device. There were no patient complication as the result of this event.